Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed noise that was oversensed and led to pacing inhibition with approximately 2 seconds of asystole. This led to the storage of an inappropriate non-sustained ventricular tachycardia event. The patient was seen in clinic for device testing. Lead measurements looked good and noise was not able to be recreated on the pace/sense channel with isometrics or pocket manipulation. The patient will continue to be monitored. There were no adverse patient effects reported. The system remains in service.